Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose reading is 101 mg/dl. Customer has replaced the batteries multiple times. Customer will receive a new battery cap. Customer also mentioned that he was hospitalized about four years ago, not with the current insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-99984.